Manufacturer narrative:
The customer replaced the ict module and noticed a shift in the ict qc. During a site visit, the abbott technical support specialist inspected the instrument and replaced the ict pinch valve tubing. No additional ict discrepant result issues have been reported since the service activity was completed. The alinity c processing module, serial number ac01437 service history was reviewed and no additional service tickets associated with discrepant/erratic ict results was identified. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A 12-month review for trends for part numbers: 09d28-04 ict module/lot 200217 and c-35016640-01 tubing, ict pinch valve/bls sz05000304 found no systemic issues or trends. The product monitoring review for clinical chemistry systems found no systemic issue or trend for the issue associated with this ticket. A search for non-conformances was performed and there were zero non-conformances identified for the parts associated with this ticket. The alinity ci-series operations manual and the alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant ict results, and the removal, replacement and verification of part numbers the ict module and the tubing, ict pinch valve. Based on the investigation no systemic issue or deficiency was identified for the alinity c processing module, or the above parts.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported a falsely depressed sodium result generated on one patient when processing on the alinity c processing module. The results provided were: (B)(6) 2020 sid (B)(6) initial = 115 mmol/l (normal range 136-145 mmol/l), retest = 137 mmol/l. There was no reported impact to patient management.